Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 55 mm in diameter thoracic aortic aneurysm. It was reported that during the index procedure, a valiant stent graft could not be delivered to the targeted area. While attempting to implant the stent graft, it was reported that accordion deformation occurred when attempting to advance the delivery system through the right iliac artery. The physician then attempted the delivery through the left iliac artery and the delivery system could not be advanced. It was additionally reported that delivery system had become difficult to torque. A smaller device was chosen and the procedure was completed successfully. Per the physician, the cause of the event was due to the patient anatomy of thin and calcified iliac arteries. It was noted that there were no kinks in the delivery system or stent graft prior to implant. No sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.